Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the keypad was torn with contamination found under all of the button contacts when removed. The ok and down button contact spring back was inverted and the up button contact was inverted. All of the button contacts were misaligned. The audio bolus button cover was not present and contamination was found under that contact as well. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that contamination was under the button contacts and audio bolus button contact. It was also revealed that the display was dim and discolored. This report is made based on results of investigation completed on (B)(6)2015.